Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states, the right side wheellock is bent. Anti tipper wheel broke off.